Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip of the er320 instrument malformed. The case was completed by using another instrument. There was no pt consequence.